Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), ovarian cyst ('ovarian cyst') and genital haemorrhage ('excessive and abnormal bleeding') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included zolpidem. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced hot flush ("hot flashes") and premature menopause ("early menopause"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), back pain ("back pain") and adnexa uteri pain ("ovarian pain") and was found to have thyroid function test abnormal ("thyroid changes"). In (B)(6) 2007, the patient experienced anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced uterine polyp ("polyps on uterus"), 5 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with antidepressants, ibuprofen, levothyroxine, levothyroxine sodium (synthroid), progesterone, dietary measures and surgery (cyst removal on ovaries and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and adnexa uteri pain had resolved and the ovarian cyst, genital haemorrhage, hot flush, premature menopause, thyroid function test abnormal, anxiety, depression, migraine, endometriosis, nausea, uterine polyp and fatigue outcome was unknown. The reporter considered adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, premature menopause, thyroid function test abnormal, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- new events early menopause, hot flashes, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), anxiety, depression, migraines / headaches, endometriosis, nausea, dysmenorrhea (cramping), polyps on uterus, ovarian cyst, dyspareunia (painful sexual intercourse), vaginal discharge , fatigue, thyroid changes, ovarian pain, back pain were added. Outcome of pelvic pain updated to recovered / resolved. New reporter, patient information, lab data, treatment and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.